Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced intractable neck, shoulder and upper extremity pain. There was a confirmed catheter tip fibrosis which resulted in a catheter removal procedure. The medications being delivered via the device system were bupivacaine and sufenta. The pt recovered without sequela as of (B)(6) 2010.